Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that markerband detachment occurred. The target lesion was located in the percutaneous hepatic area. A .038 j accustick¿ ii was selected to treat the target lesion. During the procedure, it was noted that the radiopaque marker moved from the tip to the middle of the device. It can¿t seem to withstand a tight entry. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Residue was present on the device indicating use/ handling. The dilator and stylet were not returned. A visual examination of the accustick sheath found the radiopaque (ro) marker to have been pushed proximally approximately 7.8 cm toward the hub. The sheath tip was damaged and torn outward. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material and the ro maker was bent. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that markerband detachment occurred. The target lesion was located in the percutaneous hepatic area. A .038 j accustic ii was selected to treat the target lesion. During the procedure, it was noted that the radiopaque marker moved from the tip to the middle of the device. It can't seem to withstand a tight entry. No patient complications were reported and the patient's status was stable.